Manufacturer narrative:
Additional information has been provided in a.1., b.3., d.1., d.4., d.9., h.3., h.6., and h.11. Photos were provided, however further determination could not be made from the photo. The product was returned. The lens case returned for sn (B)(6) was empty. The lens was not returned for evaluation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause for the lens instability could not be determined. The lens was not returned for evaluation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. No additional information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not seat properly in the eye. Additional information has been requested.